Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: the outer cover was not working properly (light movement). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer cover was not working properly (light movement) is caused by a component failure of the outer cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6).

Event description:
It was reported the rigid video scope displayed error e104 and e235 during an unspecified procedure. There were no reports of patient harm.